Event description:
MFR's rep reported the pt presented in ER with an epidural hematoma and is now bi-palegic. It was reported a radiologist refused treatment by choosing not to perform an MRI due to the implanted infusion pump and the pt is now bi-palegic on the side of the epidural hematoma. The pt has an implanted infusion system for treatment of non-malignant pain - failed back surgery syndrome and was last reported to be receiving morphine. Further details surrounding the pt's infusion therapy including possible recent interventions or infusion changes in relation to the reported event have been requested from the hcp. A f/u report will be sent when new info is rec'd.